Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the three therapy electrode pads. The area was described as a raised red rash. The patient's nurse practitioner prescribed a medicated lotion. During a follow up, the patient also reported that he was given cortisone and that the irritation was improving.